Event description:
It was reported that the patient alert sounded due to high impedance. The lead was explanted and replaced. Additional information received from the sales representative reported lead fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed.